Event description:
Dealer received call from hospice alleging user was on oxygen while allegedly smoking in the bedroom, which allegedly caught fire. The user was taken to the hospital due to severe burns over her entire body and smoke inhalation and allegedly passed away the next day. Death alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer was in hospice, her medical condition, stability and medication regimen are unknown. The consumers technique while using the device is documented as smoking while on oxygen. The maintenance history of the device is unknown. In hospice, the user was allegedly smoking while on oxygen, causing the room to catch fire. The user sustained severe burns to her entire body and smoke inhalation. She was taken to the hospital where the user passed away the next day. The fire has been ruled accidental due to careless smoking. The user was involved in a previous house fire where she was allegedly smoking in the home while on oxygen. Invacare concentrators come with a warning, do not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death. The local fire department has the device.